Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of varicose veins procedure performed on (B)(6) 2023. During the procedure, when the handle was rotated, a distinct click sound was heard, and the first band was deployed. When the handle was rotated to deploy the second band; however, it did not deploy. The device was removed, and it was found that the second band wrapped unto the other bands. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital no. 1 named after (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.